Event description:
Device report from synthese reports an event in united kingdom as follows: it was reported that (B)(6) 2023, the nail had broken at the point where the lag screw passes through. The patient was revised using an angled blade plate. Revision procedure was completed successfully without any surgical delay. This report is for one (1) this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - manufacturing location: monument. Manufacturing date: 10-mar-2020. Expiration date: 01-mar-2030. Part number: 04.037.163s, 11mm/130 deg ti cann tfna 420mm/left ¿ sterile. Lot number: 45p9008 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071296 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log lppf lmd rev ac was reviewed and determined to be conforming. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2 - lock prong, 130 degree, tfna static locking prong. Lot number: 19p2693. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 23p9303. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(4) dated 16-jan-2020 were reviewed and determined to be conforming. Part number: 04.037.912.3 - tfna lock drive. Lot number: 42p0644. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns0062925 rev e met all inspection acceptance criteria. Part number: 21127 ¿ timoagri16.00. Lot number: 28p8581. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report received from (B)(4) company dated (B)(6) 2019 was reviewed and found to be conforming. Lot summary report dated (B)(6) 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 21-feb-2023: DHR reviewed by: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.